Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during an unknown procedure, the gastrointestinal videoscope had a brown streak visible on the image, possible contamination (dirtying). There were no reports of patient harm.

Event description:
No additional information from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. During device evaluation it was found that the image stain was due to dirt on the objective lens. Based on the results of the investigation, a root cause could not be identified. The most likely cause was a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.